Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and error e216 (scope communication error). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the damages/issues is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a b30 (scope communication error) code. The issue was found during an inspection for use procedure. There were no reports of patient involvement.